Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It it now reported that the patient was revised due to limited range of motion approximately seven years post implantation. The knee was tight in both flexion and extension. The bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Medical products: unknown vanguard femoral component; unknown vanguard tibial tray. No devices or photos of the devices were received; therefore, the condition of the components is unknown. Additionally, visual and dimensional evaluations could not be performed. The product number and the lot number were not provided; therefore, the manufacturing date, the device history records and the field age of the device could not be determined. There is insufficient information to perform a complaint history search. A definitive root cause could not be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported following an initial knee arthroplasty, the patient will be revised due to unknown reasons. No additional patient consequences were reported.